Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. It was found the that the connector pin was broken. It was also recommended that the main switch and software be upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during preparation for use, it was found that there was a bent pin inside the camera box receptacle where the camera plugged in on the visera elite video system center. No patient harm was reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A root cause was not identified. Based on the available information, the legal manufacturer was able to confirm the reported event of bent pins/broken connector. The probably cause is likely due to the following: when inserting the endoscope into the video connector receiver, if the tip of the connector on the endoscope side is missing/foreign matter is attached to the tip, it will get caught in the terminal of the video connector receiver. If you insert the endoscope further while the terminal is caught, the terminal will be pushed inward and bent. As stated in the instructions for use, to prevent bent pins: confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connector of the videoscope/camerahead are not damaged.